Event description:
A malfunction alarm was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information, assisted the customer with resetting the pump, and confirmed that the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code recurred.